Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was torn off and stuck inside the cartridge and a piece of the optic was torn off and missing. There was evidence of a clear surgical residue; however, there was no visible damage to the cartridge.

Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the haptic was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. A suture was used to close the wound. The reporter stated that the incident was due to a loading error.